Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Olympus received additional information that the doctor sustained a first degree burn that required no treatment. The doctor ran her finger under water and returned to the procedure. The intended procedure was complete with same device.

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The scope was returned to olympus for evaluation. The customer¿s complaint was not confirmed. A visual inspection on the received device and found no abnormalities with the suction button. The scope was connected to a test cv-190 video processor and a clv-190 light source the suction valve was pressed for 7 seconds in 3 different sequences with no abnormalities noted. The scope¿s suction cylinder was inspected and scratch marks were noted around the outside; however, not enough to attribute to a burning issue, when the suction valve is pressed down. The customer¿s suction valves were not returned for evaluation. The scope passed the leak test. Based on the investigation findings, the cause of the reported event cannot be determined as the scope¿s suction button operates as intended. The instruction manual warns users ¿inserting, withdrawing, and using endotherapy accessories without a clear endoscopic image may cause patient injury, burns, bleeding, and/or perforation.¿

Event description:
Olympus was informed that during a polypectomy procedure, the doctor touched the scope¿s suction port after removing the hot snare and sustained a burn to the index finger. It was reported that the doctor ran cold water over the finger and notice a burn mark. It is unknown if the doctor was treated or if the intended procedure was completed. There was no effect to the patient.